Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the device was pacing faster then the setting rate. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted which may involve intermittent performance of certain pacing functions.

Event description:
It was reported the device was pacing faster then the setting rate. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. The device passed testing, with no anomalies found. The output connector, side bail covers, and ring cover were contaminated, the upper/lower cases broke, and the main cover, and one printed circuit board (pcb) screw were missing. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.